Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product received for analysis was identified as product code j123h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed in the attachment of sample c. One side of each needle was received, the mating fracture surface was not provided for this evaluation. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needles. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. It was ductile fracture. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2023 and suture was used. During the procedure, at the time of skin closure, the 3-0 vicryl is requested and at the time of performing the second suture, it breaks and the same thing happened with 2 new sutures 3-0 vicryl from the same box. So the doctor switched to monocryl. Without harm to patient. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Subdermis. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Device return status. Please document the shipment tracking number: the device is already in the offices of j&j. It will be sent by the quality team. Event additional information, were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. What tissue was being sutured when the event occurred? Subdermis. Was additional dissection required in other organs/tissues other than the target tissue? No. Was there any change in the patient¿s post operative care due to the prolonged procedure? No. Device return status. Please document the shipment tracking number: the device is already in the offices of j&j. It will be sent by the quality team. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via: 2210968-2023-04710, 2210968-2023-04712.